Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007, (B)(6) 2008 and (B)(6) 2010 and a sling, align urethral support system, avaulta plus anterior support system, avaulta plus posterior biosynthetic support system, avaulta solo anterior synthetic support system and avaulta solo posterior synthetic support system were implanted. It is unknown which device was implanted in which date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent revision of suburethral mesh, revision and excision of anterior placed vaginal mesh, anterior colporrhaphy, cystourethroscopy, posterior revision of posteriorly placed vaginal mesh and posterior colporrhaphy on (B)(6) /2010. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure concurrently with repair of vaginal mucosal graft window.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00010. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.